Manufacturer narrative:
Mfg site eval: samples received: 31 unopened pouches and one needle, no thread. There is a previous complaint of this code/batch that was closed as not justified after the analysis. We MFR and distributed (B)(4) units of this code batch. There are no units in OEM stock. All closed samples are tight. Tested the needle attachment of the samples received and the results fulfil the requirements of the OEM. Reviewed the batch mfg record, this product had a normal process and the results during the process fulfil OEM requirements. Remarks: the complaint is justified for isolated detached needle, but the conclusion is not corresponding according to the results of the samples tested. Final conclusion: the complaint is not corresponding (not justified). Actions on product: not applicable. Corrective/preventive actions: not applicable.

Event description:
Country of complaint: (B)(6). Needle and thread detachment during gyn procedures. Some sutures are not attached to the needle in the envelope. It often happens when trying to take the suture out of the envelope. Needle comes out but thread remains in package.